Event description:
It was reported that an unspecified solution set leaked from the tubing. As a result, the blood backed up and clotted. This solution set was connected to a non-baxter port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: the patient is pediatric. B3/d10 date: this event occurred on an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.